Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patients spouse stated that the patient started on (B)(6) 2018 triple antibiotic ointment otc and the patient stopped for 3 days because it was causing stoma site itching. The stoma site had dark colored drainage, stoma site redness. The patient had stoma site pain and soreness as well, but no fever. The physician adjusted the fixation plate and the stoma site soreness was better. The patient received oral cephalexin 250mg antibiotic which was started on (B)(6) 2018 and he used it for four days twice a day. The physician noticed the pus and there were signs of stoma site infection.